Event description:
Service error code was received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
The returned monitor passed both isl (safety) and eit (performance) testing . Returned t/c failed inspection for unrelated issue. The reported service code can be erroneously generated if the patient has not fully inserted the plug connector during power up or removes/re-plugs it in during power up. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".